Event description:
It was reported that the patient was experiencing an overstimulation sensation. The patient was currently on program 2 and noted: "I get real good results during the day but at night I still have to get up a lot". It had been this way since the implant ((B)(6) 2013). When the patient sets it at 4.05v it was comfortable "and I toned it down from this morning but later in the day I get too much sensation". The patient wanted to know why the stimulation changes later in the day. The patient noted stimulation was stronger when she lays down. The patient wondered if another program would help "or if its normal to be on program 2". It was noted: the stimulator "seems to constipate me and has an affect on my bowels". This started 1.5- 2 weeks ago and "normally if I eat fruit or vegetable salad or drink a glass of prune juice and that did it, but now its not working and I had to use a herb laxative". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# va0acky, implanted: (B)(6) 2013, product type: lead. (B)(4).